Event description:
It was reported by the clinician that the device was being used for a declot procedure. The physician was using the percutaneous thrombolytic device (ptd) on the patient's internal jugular. While removing it to clean the clot off the basket, he removed the wire. While cleaning the clot off the basket, the orange cannula became separated from the tip of the catheter. This was outside the patient's body. As a result, another kit was opened and used successfully. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.